Manufacturer narrative:
(B)(4). (B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, mildly calcified, 90% stenosed, mid right coronary artery. During deployment of the 3.0 x 18 xience xpedition stent a distal edge dissection occurred. A 3.0 x 15 mm xience alpine stent was used to cover the dissection successfully. The patient is alright. There was no reported clinically significant delay in the procedure. No additional information was provided.